Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch ultra mini meter was displaying the battery indicator. This complaint was classified based on customer service representative (csr) documentation and a review of the call by a senior csr. The patient advised the csr that on (B)(6) 2018 at 9.20am, she was unable to obtain a blood glucose reading because her ultra mini meter was displaying the battery indicator after performing one blood glucose test, and despite having previously changed the battery. The patient stated that she manages her diabetes with doses of insulin (unspecified type) and explained that she followed her usual diabetes management routine in response to the alleged product issue. The patient advised the csr that she experienced ¿dizziness and fainting¿ after the alleged product issue began. The patient explained that whilst she was on her way to the pharmacy, she fainted and woke up in the hospital. The patient denied receiving any treatment for her symptoms. At the time of troubleshooting the csr confirmed that the meter was not being used for the first time. Based on the information provided, there had been no misuse of the product and the battery did not need to be replaced. The issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a serious injury adverse event after she was unable to obtain a blood glucose reading.